Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The patient reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: pdm-int2-d001-mm, pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod : chapter 3 / page 49. Warnings: check often to make sure that the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the patient¿s blood glucose reached 25 mmol/l (450 mg/dl) after wearing the pod on the abdomen. Upon inspection it was noticed that the cannula was out of the skin and bent. Hyperglycemia treated by patient activating new pod, drank water and bolus (exact amount was not provided).